Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient being implanted with a neurostimulator. It was reported that the tunneling tool from the lead kit was intended to be used for the tunneling process. While advancing the tunneling tool through the tissue, the plastic tunnel that is slipped over the metal tunneling tool rucked up. There were no obvious external factors that may have led or contributed to the issue. The tunneling tool was discarded by the physician because it was not useable anymore. A tunneling tool from an extension kit was used and the issue was resolved. The patient was alive with no injury. The issue occurred during a procedure.